Event description:
The patient developed a probably infection of an implanted intrathecal drug delivery system (see mfg. Report # 2182207-2008-06803). He had a concomitant implantable neurostimulator system. Both systems were explanted. Patient symptoms included edema/seroma/hematoma and fever. The hcp reported the event was a non-serious injury/illness.

Manufacturer narrative:
(B) (4). Analysis of the neurostimulator (B) (4) revealed 'no anomaly found.' The device was functionally ok. Extensions: (B) (4) and (B) (4). The extensions were ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomalies.'